Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to lock the connector into the housing when attaching a cartridge to the ilet, resulting in therapy interruption after disconnecting to shower; the agent confirmed the connector locked without a cartridge and with a different cartridge, after which therapy was resumed, and the user reported a highest blood glucose of 240 mg/dl for about two hours without ketone testing or backup therapy. Symptoms included hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a fitting problem associated with the reservoir component, with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.